Event description:
Complainant alleged that telemetry dept clinicians performed a scheduled cardioversion on a pt. Upon delivery of five shocks to the pt (at 100 joules, 200 joules, 300 joules, and the two final shocks at 360 joules each), the clinicians observed arcing. Upon the removal of the electrodes from the pt, the clinicians found a second degree burn to the pt's chest. The pt was cardioverted the following day with both medication and cardioversion treatments with a defibrillator. The pt's burn was treated with silvadene creme.